Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported uncut areas and difficulty lifting flap in a patient's right eye, after a lasik flap procedure. The flap was torn in three places, when lifted.. Subsequent treatment was not completed. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
A 90um flap was created. A bandage contact lenses was placed over the eye.

Manufacturer narrative:
The root cause could not be identified by the investigation. (B)(4).